Manufacturer narrative:
The reported mechanical anomaly was confirmed in the laboratory. Visual inspection noted a fractured external antenna coil with black coloration, believed to have been caused by electrocautery.

Event description:
It was reported that upon opening the pocket during ICD upgrade, exposed wire in the header was noted. Cautery was used to open the pocket. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.